Event description:
Rptr indicated a vns pt had high lead impedance readings at an office visit. No pt adverse events were reported. The reporter attempted to disable the vns due to the high lead impedance but the pt's family refused. X-rays were received and reviewed by the MFR. Due to the film angle, it was not possible to determine if the lead pin was fully inserted. No obvious lead anomalies or breaks were identified. No trauma or device manipulation has been reported. The plan of care is revision surgery; a tentative surgery date has been set for (B) (6)2010.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.